Event description:
The customer reported that there was an audio failed error message. The device was not in use.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Results of functional testing indicate that there was audio with failed error message per the salesforce case (B)(4), from the remote service engineer. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The customer took all responsibility for the repair of the device. Part ID was supplied, and the customer will notify philips if the new part does not fix the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer took responsibility for repairing the device.